Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Cause was not known. Subsequently, the customer went to the emergency room. Multiple follow ups were made to obtain additional information, however, a response was not received.